Manufacturer narrative:
Age at time of event: 18 years or older device was evaluated by the manufacturer. The device was returned for analysis. The unit returned has wire broken, as part of overall visual revision. The wire was broken on 270cm from proximal to broken section and 60cm from distal to broken section, overall should be 330 cm, therefore no piece is missing. Additionally, the wire was severely kinked along its body. Dimensional inspection of the wire dimensions that could be measured were performed and were within specification.

Event description:
It was reported that the guide wire fractured. The target lesion was located in the left lower extremity. Peripheral rotawire was selected for use. After a successful atherectomy procedure, it was noted that the wire broke when the non- bsc balloon was removed from the patient's body. The broken wire was then removed using a snare and the procedure was completed. It was confirmed that there were no device fragments left inside the patient's body. No furhter complications were reported and the patient is fine.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the guide wire fractured. The target lesion was located in the left lower extremity. Peripheral rotawire was selected for use. After a successful atherectomy procedure, it was noted that the wire broke when the non- bsc balloon was removed from the patient's body. The broken wire was then removed using a snare and the procedure was completed. It was confirmed that there were no device fragments left inside the patient's body. No further complications were reported and the patient is fine.